Manufacturer narrative:
Reporting institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
Philips received a complaint from the customer on the v60 device indicating that the tidal volume was inaccurate. It was reported that there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Per good faith effort (gfe) response received, the authorized service provider (asp) engineer confirmed that the reported issue was in fact a 1210 "high tidal volume" alarm error message. The asp engineer found that the patient circuit was leaking, so the asp engineer replaced the patient circuit and verified that the issue was resolved.